Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient reported experiencing 3 electric shocks at 20 minute intervals at the level of the stimulator 24 hours after recharging. It was also reported that the patient ¿felt a warmth¿ and that this happened once. The patient¿s physician checked by palpation and found no abnormalities or heat. ¿impedance control and telemetry¿ was performed and the issue was resolved at the time of report. It was unknown whether any external factors may have led or contributed to the event. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated. Additional information received stated that the patient felt the heating sensation following these shocks at the level of the stimulator. It was stated that the shocking sensation was felt in the stimulator pocket and that the heating sensation was ¿during the recharging.¿ the hcp checked the patient at the time of report and found no redness, heat, or pain when the stimulator was palpated. It was stated that the patient¿s ¿wound was perfectly calm.¿ impedance testing was performed and found impedances were ¿perfect¿ and ¿within the standards.¿ the rep involved with the event reported ¿had no doubt that the electrode and the plug were well attached to the second entrance.¿ the patient had not reported any falls or accidents. It was noted the patient only felt the shocking sensation ¿24 hours after the recharger and that once.¿ the patient was satisfied with her programming at the time of report, so no reprogra mming changes were made. It was noted the patient would decrease their recharge rate an effort to resolve the issue.